Manufacturer narrative:
The device was not returned for evaluation, as the customer has declined to return the unit. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. An engineering evaluation will be initiated to assess any manufacturing causes that could have contributed to this event. The serial number was not provided; therefore review of the manufacturing records could not be completed. With any hemodynamic monitoring, physiologic parameters can change quickly and dramatically. Physiologic parameters are used to base clinical treatment decisions. Clinicians are trained to evaluate the entire clinical presentation of the patient in order to make such decisions. In addition, these devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported during use of the vigileo, that in a female patient with a peritoneal tumor, the cardiac index (ci) and stroke volume (sv) indicated on the monitor was inaccurate during use. Although the customer expected ci 2.0 l/min/m2 and sv 60ml, the actual value indicated on the monitor was ci 0.6 and sv 20 respectively. No error messages were noted. The pressure value indicated on the patient monitor (nihon kohden­) was accurate. There was no problem with the shape of the pressure waveform and zeroing before use. The customer tried to see fluid responsiveness but the values did not change on the monitor. The customer did not exchange the kit nor perform other trouble shootings methods. There were no patient complications reported. Patient demographics are unavailable at this time.

Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).